Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 48.4 x 54.4 mm thoracic aortic aneurysm approximately 10 months ago. The proximal neck was 31.5 mm, the thoracic aorta diameter at the left subclavian was 29.8 - 34.7 mm, the distal neck length to the celiac artery was 48 mm, its diameter was 38.5 proximally and 36 - 41.8 mm distally. It was reported that a distal type I endoleak was seen on follow up CT (exact date is unknown). The endoleak was attributed to disease progression, distal aortic enlargement. The decision was made to implant a 44x44x150 valiant extension distally and extend down to the sma. The celiac was chronically occluded and was covered as planned. This successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).